Event description:
Pt reported syringe was cracked & leaking. Syringe was collected & examined. An x crack approx 2 inches between the 5ml to 18ml mark. Drug in syringe is furtaz & only leaks when pressure is applied to the plunger. The crack was not seen during compounding by tech or pharmacist. Both lot #'s in facility stock did not show any defect.